Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the back-up system's battery was found to be dead with no charge light emitting diode. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
The complaint was confirmed by the field service representative (fsr). It was determined that this centrifugal system was not needed by the user facility any longer. Fsr removed and returned the unit to manufacturer to be brought to specifications and returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.